Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced with an ams 700cx ipp; reason for revision surgery not indicated. No pt complications reported.